Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 85 mg/dl. Customer experienced difficulty breathing and high blood glucose would not decrease. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are incorrect. Assisted with correcting. Programming is correct. During manual prime, insulin did exit the tubing. Nothing further reported.